Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the screen and it was hard to see. Insulin pump had several no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm anomaly noted. No unexpected missing segments or partial display anomalies noted. Device received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and cracked belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).